Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit was received with cracked battery tube threads, detached reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call for high blood glucose. Blood glucose was 33.2 mmol/l. The customer experienced symptoms such as nausea and vomiting. Customer treated for high blood glucose with syringe. Customer reported that insulin pump was not operating as per design. The insulin pump will be returned for analysis.